Event description:
A venous air alarm occurred at the start of a routine hemodialysis treatment. No air was observed, however three 20cc syringe of blood were removed while attempting to troubleshoot the alarm. The blood was not returned resulting in an estimated blood loss of 60-cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator removing the pt's blood while troubleshooting the venous air alarm and not returning the blood in a timely manner. The user guide provides adequate instructions for troubleshooting venous air alarms and instructs the operator to inject the blood removed by syringe back through the post filter cap port. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.